Manufacturer narrative:
Updated b3.

Manufacturer narrative:
Product has been requested to be returned for evaluation but is not yet received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that a doctor saw a spark and smoke during a thermage treatment. The doctor stopped the treatment at 401 pulses. There was no patient injury.

Manufacturer narrative:
Product evaluation showed the tip passed flow and thermistor testing. The tip failed leak testing and visual inspection. Dielectric breakdown was observed. Functional testing was not performed due to the observed dielectric breakdown. A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not a serious injury. Investigation found sparking from the tip membrane is caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane.